Event description:
It was reported to tyco/kendall healthcare in 2008, that a customer had an issue with a tb syringe. The customer reports "she activated the safety device and the needle stuck through the plastic device."

Manufacturer narrative:
An investigation is currently underway upon completion the results will be forwarded.